Event description:
It was reported that the system 9600+ would not produce x rays and was not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the high voltage at the x ray tube and at the tank required cleaning and regreasing. Reseated all cables and circuit boards. The system was tested and found to be working as intended, and placed back into service.